Event description:
Customer reportedly received result of 232 mg/dl on the advantage system and result in of 116 mg/dl on professional's meter within 10 minutes. No action taken based on device results. Controls were run at the hospital, unknown if they were in range. No adverse event reported. Requested return of suspect device, however, customer discarded the test strips; replacement was sent.